Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the provided data file showed analyses 1, 3, 4, and 5 met the conditions for a shockable event (ventricular tachycardia) and 2 did not (asystole, not shockable). The data file review concluded that the device worked as designed and configured, and within the limitations of the technology available. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.